Manufacturer narrative:
No associated complaint products were returned for evaluation. Additionally, no part numbers nor lot numbers were provided; therefore, a device history record review could not be performed. The postoperative imaging provided indicates that one of the inferior-most screws (caudal screws) backed out / loosened. Due to the absence of the returned device and lack of additional information, the specific root cause cannot be conclusively determined. No revision surgery or additional medical intervention has been reported. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery on (B)(6) 2025 consisting of the seaspine/orthofix admiral acp system. Seaspine/orthofix was made aware on 03 march 2026 that one of the inferior-most screws (caudal screws) backed out approximately 8 months post-operatively. The reporter noted that the patient is presenting with dysphagia but had reported it before the screw back out had occurred. Currently, there are no plans to perform a revision surgery, and the patient will continue to be monitored. No part numbers or lot numbers were provided by the reporter.